Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity during a pre-implant interrogation. Engineering analysis confirmed the code 1003 was triggered due to exposure to cold temperatures. In addition, the device voltage tracks the temperature and at the present time it has recovered. The fault can be cleared, and the device can be used for implant. There was no patient involvement. Based on the additional information received indicating that the fault code was cleared, the event has been deemed non reportable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity during a pre-implant interrogation. Engineering analysis confirmed the code 1003 was triggered due to exposure to cold temperatures. In addition, the device voltage tracks the temperature and at the present time it has recovered. The fault can be cleared, and the device can be used for implant. There was no patient involvement.